Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified a circumferential fracture at the distal side of the fiber. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate, an error message was displayed stating that the fiber tip was damaged. The procedure was completed with a second fiber. There were no patient complications. The fiber was returned, and analysis identified a distal circumferential fracture. The potential for forward firing may exist.